Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the footswitch port is melted and will not receive the test footswitch connector. Complaint of a spark was confirmed. Product¿s footswitch function could not be tested due to damage to port. Product passes functional testing with a known good footswitch harness installed. The complaint was confirmed and the root cause has been determined to be a burnt footswitch harness. Factors which can contribute to burnt harness is a shorted out footswitch or footswitch harness.

Event description:
It was reported that the device sparked when foot switch was plugged. No case involved.